Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Additionally, high capture thresholds were noted by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this lead remains in service.